Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy procedure, while separating the loading unit from the adapter, although the jaws were open and the unload button was retracted, the loading unit could not disconnected from the adapter. The leg of the loading unit, the part where adapter connects with loading unit was damaged while trying to separate the two parts. A new loading unit was used but still it could not be inserted into the adapter. There was no patient injury.